Event description:
It was reported that the right ventricular (rv) lead triggered a warning for impedance. Additionally information from the clinic disclosed that the alert was for low impedance measuring below the programmed threshold. The physician intends to perform a lead replacement, but the patient has not decided to move forward with the procedure and wants to seek a second opinion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2010. (B)(4).